Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with lead pacing impedance that exceeded the upper limit. The lead was suspected to have been broken or exhibited poor contact. X-ray done on (B)(6) 2020 showed no signs of wire rupture. During operation on (B)(6) 2020, malfunction was not detected on the lead. The connection between the lead and implantable cardioverter defibrillator did not loosen. The system was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-17484.